Event description:
It was reported by an olympus senior bench technician that an hf unit (generator) had an e433 error during preparation for use. Doctor was about to start resecting but that's when the machine faulted and the procedure was unable to continue. The fault was detected once doctor wanted to start and then a long noise came from the machine followed by the error message. According to the technician, the error prohibited the machine to be used. The procedure was completed using a similar device. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿other¿ which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty high voltage power supply board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.